Manufacturer narrative:
(B)(4). The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. As per the additional the physician had to traverse the stent with devices necessary for thrombectomy and the patient¿s anatomy was very tortuous. It is probable that the malpositioning of the stent was caused by the subsequent thrombectomy procedure, therefore an assignable cause of operational context caused will be assigned to the as reported event.

Event description:
During the thrombectomy procedure, it was reported that the recently placed stent underwent malposition but flow was conserved and the vessel lumen remained patent. No clinical consequences reported to the patient related to the subject device.

Manufacturer narrative:
The subject device remains in patient.

Event description:
During the thrombectomy procedure, it was reported that the recently placed stent underwent malposition but flow was conserved and the vessel lumen remained patent. No clinical consequences reported to the patient related to the subject device.